Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl. Customer reported that the insulin pump alarmed for insulin flow block alarm after quick review process. However insulin was exited during quick review. Customer was assisted to troubleshoot for insulin flow block alarm with various step. The insulin pump will not be returned for analysis.